Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak. The blood was seen in the drain line. Test strips were used to confirm the leak. The machine did alarm. Estimated blood loss was less than 100ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.